Event description:
Information was received from a trial patient and it was reported that the patient had pain/cramping going down their back and leg. The patient also reported feeling shocks on her back where the lead was placed. The patient had water diarrhea for the last 4 days prior to the report. Additional information was received from the patient and it was reported that the only program that didnt cause diarrhea was program 1, so the patient was switched to program 1, amplitude 1.1 and stimulation was comfortably felt in vaginal area. The patient had a follow up appointment on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they lowered, changed program and took pain medication and nothing stopped. The shocks only had to deal with it for 2 weeks and were not happy during that time. Took anti ¿ diarrhea medication to help control water diarrhea and leakage. The patient further reported that the trial condition of pain/cramping did not totally resolve, but the shocks from the temporary lead had stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.